Manufacturer narrative:
Act button did not respond due to corroded keypad trace. Unable to perform idle current test, run current test, error test and displacement test due to button keypad anomaly. Unable to verify battery out limit alarm due to button keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a battery out limit alarm. The customer¿s blood glucose was 99 mg/dl at the time of incident. Customer stated that the insulin pump alarmed battery out limit and unable to clear the alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.